Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaking. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir was leaking insulin in their pump. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Performed device manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not leaks.